Manufacturer narrative:
Concomitant: cd horizon instrumentation, rhbmp-2/acs, local bone, allograft chips (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013.

Event description:
It was reported that the patient presented with thoracolumbar kyphosis and scoliosis with painful retained hardware from l1 to l4. The patient underwent t8 to l4 posterior lateral and posterior spinal fusion with removal of prior l1-l4 segmental spinal instrumentation and reinsertion of pedicle polyaxial screws from l1-l4 using rhbmp-2/acs, local bone graft, allograft chips and spinal instrumentation. Ten months post-op, unspecified implant disloged/migrated. No further details were provided. The patient's last follow up exam was performed at 10 months. The patient¿s fusion was assessed to be healed / fused.